Manufacturer narrative:
The hill-rom tech. Found the brakes not holding due to the wheel being worn out and it won't catch the brake lever. Per the hill-rom user manual, warning: patients may use the bed for support while entering or exiting; if the unit moves unexpectedly, pt injury could occur. When the unit is unattended, ensure that both brakes are locked. The brakes for the clinitron bed are located at the right, head end and the left, foot end of the unit. To apply the brakes, step on the lower end of the brake lever to lock the wheels. To release the brakes, apply inward pressure to the upper end of the brake lever. The technician replaced the brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake at the head of bed is not locking (brakes not holding). The bed was located at the account in 107. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).